Manufacturer narrative:
Additional information: h6. (Motor) the evaluation confirmed the reported event, "ar-8330h shaver is not responding. This was discovered during a case with no patient effect."; and attributed it to normal wear and tear due to the age of the device.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8330h shaver is not responding. This was discovered during a case with no patient effect.